Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The office manager from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional details were provided upon follow-up. The blood leak occurred five minutes into the patient¿s treatment. The operator stopped the machine immediately after noticing the leak. The leak was reported to be external, as blood was noted to be leaking onto the floor. A blood leak test strip was not used. The patient¿s blood was returned following the event. Estimated blood loss (ebl) from the leak was not provided. It was confirmed that no patient adverse effects were experienced, and no medical intervention was required due to the blood leak. The patient completed their treatment after being re-setup with new supplies. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo was provided for review. The photo shows a dialyzer with blood lines attached to the blood ports. The label on the dialyzer is visible. There is no evidence of an external blood leak. No damage or irregularities were noted on the dialyzer depicted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The office manager from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. Additional details were provided upon follow-up. The blood leak occurred five minutes into the patient's treatment. The operator stopped the machine immediately after noticing the leak. The leak was reported to be external, as blood was noted to be leaking onto the floor. A blood leak test strip was not used. The patient's blood was returned following the event. Estimated blood loss (ebl) from the leak was not provided. It was confirmed that no patient adverse effects were experienced, and no medical intervention was required due to the blood leak. The patient completed their treatment after being re-setup with new supplies. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.